Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before a surgical procedure the lamp presented with poor illumination on both ports. There is no patient involvement. Additional information has been requested and received.

Manufacturer narrative:
The system was examined. The company representative did not indicate replicating any issue related to the reported event. However, the lamp was replaced. The root cause cannot be determined conclusively. (B)(4).